Manufacturer narrative:
The reported could be confirmed, since the returned device was found to have a portion of the insertion thread line broken off. The device inspection revealed the following: damage to the insertion thread line of the asnis iii extractor is observed. No damage to the hexagonal head insert of the screw that is severe enough to warrant the need for an extraction tool is observed. In order to extract a screw, the screw head needs to be significantly damaged and a hole drilled into the screw for the extractor¿s thread to fit into. Neither of these is observed on returned product. Additional information can be found in the ¿implant extraction guide.¿ in addition, the initial complaint states that it was an asnis 4 extraction and clarification was not provided as to why a variax screw was used for an asnis procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation performed, the root cause was attributed to a user related issue. The failure was caused by incomplete application of extraction procedure. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "asnis 4.0 extraction surgery due to bone healing was performed on (B)(6) 2019. Primary surgery was performed within a year. The patient bone quality was so hard, the hex of the screw head worn during the extraction using the hex solid driver. After that the surgeon tried to remove the screw using the extractor, but the tip of the extractor broke as soon as he started using. The screw was removed with another instruments that the hospital has finally, the procedure was finished." Procedure was completed successfully with no adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "asnis 4.0 extraction surgery due to bone healing was performed on (B)(6)2019. Primary surgery was performed within a year. The patient bone quality was so hard, the hex of the screw head worn during the extraction using the hex solid driver. After that the surgeon tried to remove the screw using the extractor, but the tip of the extractor broke as soon as he started using. The screw was removed with another instruments that the hospital has finally, the procedure was finished." Procedure was completed successfully with no adverse consequences reported.